Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 20 atmospheres for 10, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device without patient complications reported and the patient was in good condition.